Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Reported event of "stent calcified." Reported event of "stent difficulty removing." The complainant indicated that the device has been contaminated and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris¿ ultra ureteral stent was implanted during a renal-ureteral lithotripsy with stent placement on (B)(6) 2016. On (B)(6) 2016, during a scheduled stent removal, it was found that the stent was calcified and was impossible to extract using forceps. Extra corporeal lithotripsy was performed to destroy the stones around the stent. Fragmented stones were successfully removed and stent was pulled out with forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable